Manufacturer narrative:
Concomitant medical products: patient programmer: model 8835, serial# (B)(4), implanted:na, explanted:na. Catheter: model 8780, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of cold sweats, "some" increased pain, the healthcare provider "believed" it was due to the drug. Troubleshooting had been done to rule out pump or catheter issues and "all was negative", specific troubleshooting was not reported. The drug was changed. Two weeks later it was added that the patient had a panic attack and was hospitalized, the symptoms she experienced "the entire time" were due to anxiety. It was noted that all narcotics were removed from the pump and the patient was "now" on long term treatment for anxiety. The symptoms associated with the event were anxiety and perspiration. It was noted there were no injuries. The device system had been used to infuse fentanyl, hydromorphone and bupivacaine.